Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the information regarding active insulin provided by the blood glucose monitor are not accurate. The user advised that, the blood gluocse monitor first displayed the information that no data are available. Afterward when the monitor finally turned on, the information was displayed that 1.5 units of active insulin was available, although the last bolus delivery was done the evening before.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.